Event description:
It was reported that during a gastric band removal conversion to laparoscopic sleeve procedure, on the sixth firing with the gold reload the stapler fired and cut but no staples formed. There were no patient consequences. Case completed with another device of the same product code. The portion of the sleeve that failed to staple was over sewn.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The reported events could not be confirmed as no incomplete staple line or malformed staples were noted during functional testing. Please note crossing staple lines at the wrong angle can cause the knife to get trapped in a staple web, damaging the knife so that it cannot cut the tissue properly and fast enough. If the tissue starts to move because the knife is trapped in a staple web the tissue will tend to bunch up creating a staple log jam. When the force gets great enough the tissue will move forward distally out the jaws leaving malformed bunched staples and an in complete cut line. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: contacted the sales rep for clarification of the event (rep was in the case): the surgeon fired a gold reload prior to the sixth firing. The device was fired basically were the band was, they waited 15 seconds and fired and then they saw bleeding at the distal end. The staples deployed but they were not formed; they were goal post in shape at the distal end. No buttressing was used. The portion of the sleeve that failed to staple was over sewn with vicryl (3 to 4 sutures). They used a green reload to complete the case. The patient was scoped to check for hemostasis and leakage and was fine. There were no patient consequences. The patient was to have an upper gi on (B)(6) and I have received no additional information. The patient was female, bmi is unknown. There are no pictures. There were a few staples in the cartridge.